Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous initial results were reported outside of the laboratory and did not match previous results of the patients. The first patient sample initially resulted as 0.5 miu/ml and this value was reported outside of the laboratory. The patient was given medication since the doctor thought she was miscarrying. On an unknown date, the patient consulted with the doctor since she still had symptoms of pregnancy and the doctor requested a repeat of the sample. The sample was repeated on (B)(6) 2017, resulting as 3629 miu/ml. The repeat result was believed to be correct. It was asked, but it could not be clarified if this patient was adversely affected due to receiving the medication. There was no allegation of an adverse event. The current condition of this patient is pregnant. The customer reviewed medications for this patient and stated that the only "category c" medication that the patient was taking was prozac. Since the results for the first patient sample did not match, the customer pulled 7 additional samples for repeat testing. All results matched except for one sample. This second patient sample, from a (B)(6) year old female born on (B)(6) and weighing 260 lbs., initially resulted as 0.5 miu/ml on (B)(6) 2017. This value was reported outside of the laboratory. The sample was repeated on (B)(6) 2017, resulting as 156 miu/ml. The repeat result was believed to be correct and an amended report was issued. No treatment was provided to the second patient based on the erroneous result. This patient had miscarried and hcgb values for this patient were decreasing as expected with miscarriage. There was no allegation of an adverse event occurring with this patient. The hcgb reagent lot number was 24044405, with an expiration date of (B)(6) 2018. The field service engineer determined that there was a fluidics failure. He flushed the sample and reagent probe with clean cell reagent. He checked the pinch tubing and syringe seals. He primed the system and the fluid stream from the probe was good. He checked sample probe alignments. He ran performance testing and precision studies. The customer ran quality controls and these were within range. Upon follow up, the customer confirmed they had no further issues since the service visit.

Manufacturer narrative:
The event was determined to be caused by a fluidics failure as described by the field service engineer. The low results experienced by the customer are typically caused by sample pipetting issues. Reagent pipetting or microparticle capture issues may also be likely. An issue with the flow path will affect placement of the assay microparticles and can explain the observed behavior. Centrifuge settings that the customer used also appear to be non standard.